Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 to treat a bladder prolapse and mesh was used. The patient experience pain, dysuria, vaginal disfigurement, difficulty sitting for periods of time, incontinence, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation order to treat stress urinary incontinence and labial lesion. The patient had the concurrent procedures of excision biopsy of left labia. It was reported that patient underwent cystoscopy on (B)(6) 2012 with concurrent mesh removal due to pain.